Manufacturer narrative:
Additional information: b5, d1, d4, d9, h3, h4, h6, h11. B5: update "an unspecified elastomeric pump" to "a small volume folfusor". H4: the lot was manufactured between november 7, 2023 november 9, 2023. H11: the actual device was received for evaluation containing 64ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The folfusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric pump underinfused during infusion. It was observed that approximately half of the 115 ml dose of fluorouracil remained in the balloon that was not delivered to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.